Event description:
The reporter stated, the surgeon inserted a silicone three piece lens and the haptic tore off. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision.